Event description:
It was reported to kendall on 04/2001 that on two separate occasions two different nurses had experienced needlesticks as a result of picking up used safety lancets which had not retracted. One incident in 2001 at 21:46, and one in 2001 at 11:05.